Event description:
It was reported that the patient presented for a pre-operative appointment. The pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2015. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).